Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device locked down and then stopped working. It would not fire any clips. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4) sticking jaw/cam. The analysis results of the el5ml found that it was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Upon firing, the remaining clips were conforming according to our manufacturing specifications. However, during each firing sequence the trigger hesitated when attempting to open the device. Although no aid was required to open the trigger, it did take longer than usual (2-3 seconds) to return the trigger to the open position. Please note that an investigation has been initiated to address the root cause of this issue. The batch record was reviewed and no anomalies were noted during the manufacturing process.